Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to have changed from the 'tachy + therapy' mode to the 'storage' mode. In the 'storage' mode the ICD is unable to deliver defibrillation therapy to the patient. Returned paperwork states the ICD was explanted for premature battery depletion.